Manufacturer narrative:
The srt replaced the breaker switch. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the top breaker switch on the heart lung machine (hlm) did not work. There was no patient involvement.